Manufacturer narrative:
The complaint investigation for false reactive alinity s hbsag results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Trending review determined no related trend for the issue and the product. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with the likely cause lot and complaint issue. The overall reactive rates of lot 49017fn00, across qualtex laboratories (USA), applicable peer sites, and across a whole blood and plasma screening monitoring group were collected and assessed. In all groups and across all lots assessed the initial ¿ repeat reactive rate (%) = 0.29 product requirement and the blood screening product requirement values (% specificity (assuming 0 prevalence) = 99.5% are met. The complaint lot performs similarly as other lots in the field across all groups assessed. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity s hbsag reagent, lot number 49017fn00.

Event description:
The customer observed false reactive alinity s hbsag and alinity s hbsag confirmatory results generated for a donor sample. The following data was provided: 29jun2023 sample ID (B)(6) initial result = 1.80 s/co, repeated twice and results = 1.69 s/co and 1.68 s/co, repeated with an alternate method and result = non-reactive. 30jun2023 alinity s hbsag confirmatory test was performed on analyzer with serial number as1225, and generated positive result: %n = 87.64%. No impact to patient management was reported.

Event description:
The customer observed false reactive alinity s hbsag and alinity s hbsag confirmatory results generated for a donor sample. The following data was provided: (B)(6) 2023. Sample ID (B)(6). Initial result = 1.80 s/co, repeated twice and results = 1.69 s/co and 1.68 s/co, repeated with an alternate method and result = non-reactive. (B)(6) 2023 alinity s hbsag confirmatory test was performed on analyzer with serial number (B)(6), and generated positive result: %n = 87.64%. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.